Event description:
Customer reported receiving inaccurate readings on their blood glucose monitor. Customer received readings of 85 mg/dl compared to a lab reading of 52 mg/dl within 10 minutes. The results when plotted on parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.